Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). Resistance was felt when attempting to get the 2.75x20 mm taxus express2 drug eluting stent into the guide catheter. The stent delivery system was removed and the stent was found to be flared. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.